Manufacturer narrative:
The implant broke at the tantalum marker holes, the cage broke from excessive force on implant in disc space. Surgeon rep was contacted and the surgeon rep admitted that the disc space was not accurately trialed prior to attempting to install implant device, and the implant chosen was too large for the disc space.

Event description:
As the surgeon was inserting the spinal cage and trying to rotate the cage broke. The broken cage was then removed and replaced with a different cage.